Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Additional information received indicates that patient is bilateral and underwent an initial right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2012 due to an unknown reason.

Event description:
Biomet orthopedics received preliminary clinical data from meander medisch centrum regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Additional information received indicates that a revision procedure was performed on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.